Manufacturer narrative:
On 05/13/2021 (this becomes our aware date), the customer emailed back alleging they have had issues from the start with the pump not charging when it was less than a month to failing all together. He additionally alleged that when his wife is unable to pump due to pump issues she becomes swollen and she did have a high fever which required antibiotics and medical attention. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 05/26/2021, the customer indicated that she developed mastitis on (B)(6) 2021 and was prescribed an antibiotic. She indicated that the replacement pump was working without issue and her mastitis was resolved. Based on the results of our internal investigation (reference number (B)(4)),it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother's mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2021, the husband called medela (B)(4) and alleged that his wife's freestyle flex breast pump was turning off on its own. They had done a reset and it was unsuccessful.